Manufacturer narrative:
This report is submitted on may 21, 2021.

Event description:
Per the clinic, the patient was placed under general anaesthesia to remove abutment and undergo skin revision to place harvest graft on (B)(6) 2021. Infection was present at abutment site and was treated with topical and oral antibiotics (date and duration not reported).